Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Troubleshooting confirmed pump needed replacement and customer planned to use multiple daily injections as backup therapy to avoid interruption in insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to place pump in storage mode, enter personal pump settings and reconnect continuous glucose monitor on replacement pump, and return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.